Manufacturer narrative:
Visual analysis was performed on the returned device. The reported event of faulty pressure registration could not be confirmed. The results of the investigation were inconclusive. Functional testing could not be performed due to the guidewire fracture at the coated proximal tube (shaft). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported faulty pressure registration. It may be possible that procedural contaminants/contrast on the pressure sensor membrane contributed to the reported pressure registration issue; however, this could not be confirmed. There is no information reported that indicates the fracture occurred during the procedure. It is likely that the fracture occurred during post-procedure handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewire x wireless device could not detect pressure. Pal lighting color pattern at the moment of the failure was blinking yellow and green. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return device analysis noted the proximal tube and microcables were separated.